Event description:
Caller reported cgm error 42, which pertained to their sensor device, but after guidance from technical support, the pump was reset successfully. There was no adverse impact to the customer¿s blood glucose level. The customer managed to restart their sensor session without the error reoccurring, indicating the issue was resolved effectively.